Manufacturer narrative:
There was a button error alarm and intermittent down button response due to a corroded keypad trace. The pump was received with a cracked reservoir tube lip and a missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 87 mg/dl at the time of the incident. Customer was not able to control the pump and stated that the pump was not responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.